Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced low blood glucose level. Customer¿s blood glucose level was 2.4 mmol/l at the time of incident. Customer was not assisted with troubleshooting for low blood glucose level. Customer stated that they had received insulin pump error alarm. Customer was able to clear alarm and rewind process. Customer performed self test and it was passed. The insulin pump will not be returned for analysis.